Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the distal portion of the stent was damaged and stretched distally over the distal markerband. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jul-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. Following pre-dilation with 1.0 x 15mm non-bsc balloon catheter, a 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again using 2.0 x 20mm non-bsc balloon catheter, but still the device failed to cross the lesion. The procedure was completed without stent insertion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.